Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular output. On (B)(6) 2015 the device was found to be loose in the pocket with pocket manipulation. The patient had fallen one month prior; the cause of the fall was unknown and no symptoms were reported by the patient. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).